Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-04271 and 2134265-2016-04291. It was reported that in-stent restenosis (isr) and angina occurred. In (B)(6) 2015, the patient underwent percutaneous coronary intervention. The target lesion was located in the left anterior descending (lad) artery across the origin of first diagonal (d1) branch. The target lesion was treated with implantation of a 2.5x24 synergy drug-eluting stent at 12 atmospheres. In (B)(6) 2015, the patient came back and a 3.0x24 synergy drug-eluting stent was deployed at 12 atmospheres in the ostial lad overlapping to the previously implanted stent. In (B)(6) 2016, the patient presented with unstable angina and coronary angiography was performed which revealed 30% isr in distal left main (lm) to proximal lad and 90% isr in mid lad. Following pre-dilation of the mid lad isr with a 2.0x15 emerge balloon catheter at 14 atmospheres, a 10/2.50 flextome cutting balloon was advanced but encountered difficulty in advancing through the lesion. After sequential dilatation was performed with 2.0x15 emerge balloon catheter, the flextome eventually cross the lesion and was inflated multiple times to 14 atmospheres. The device was removed, however, resistance was encountered. It was then discovered that the flextome had distorted the previously implanted 3.0x24 synergy stent in the lm to lad with longitudinal distortion from distal stent edge to mid stent. The flextome was eventually removed and the distorted stent was quickly dilated with a 1.0x10 non-bsc and 2.0x12 nc quantum apex balloon catheters. A 3.0x48 non-bsc stent was then deployed from the proximal lm to the mid lad. Optical coherence tomography (oct) was done and showed a well apposed stent. Final images demonstrated excellent stent expansion with no dissection or perforation and timi 3 flow. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-04271 and 2134265-2016-04291. It was reported that in-stent restenosis (isr) and angina occurred. In (B)(6) 2015, the patient underwent percutaneous coronary intervention. The target lesion was located in the left anterior descending (lad) artery across the origin of first diagonal (d1) branch. The target lesion was treated with implantation of a 2.5x24 synergy¿ drug-eluting stent at 12 atmospheres. In (B)(6) 2015, the patient came back and a 3.0x24 synergy¿ drug-eluting stent was deployed at 12 atmospheres in the ostial lad overlapping to the previously implanted stent. In (B)(6) 2016, the patient presented with unstable angina and coronary angiography was performed which revealed 30% isr in distal left main (lm) to proximal lad and 90% isr in mid lad. Following pre-dilation of the mid lad isr with a 2.0x15 emerge balloon catheter at 14 atmospheres, a 10/2.50 flextome¿ cutting balloon¿ was advanced but encountered difficulty in advancing through the lesion. After sequential dilatation was performed with 2.0x15 emerge balloon catheter, the flextome¿ eventually cross the lesion and was inflated multiple times to 14 atmospheres. The device was removed, however, resistance was encountered. It was then discovered that the flextome¿ had distorted the previously implanted 3.0x24 synergy¿ stent in the lm to lad with longitudinal distortion from distal stent edge to mid stent. The flextome¿ was eventually removed and the distorted stent was quickly dilated with a 1.0x10 non-bsc and 2.0x12 nc quantum apex balloon catheters. A 3.0x48 non-bsc stent was then deployed from the proximal lm to the mid lad. Optical coherence tomography (oct) was done and showed a well apposed stent. Final images demonstrated excellent stent expansion with no dissection or perforation and timi 3 flow. No patient complications were reported and the patient's status was stable.